Manufacturer narrative:
Continuation of concomitant products: d314drg ICD, implanted:(B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed a sudden spike in threshold, high thresholds, no capture at maximum output, high impedance, periodic over-sensing of noise, non-sustained ventricular tachycardia episodes, and the sensing integrity count was noted. Also reported was a possible fracture of the lead. The lead was removed, replaced, and no patient complications have been reported as a result ofthis event.